Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported. Health care professional reported the cause was that the interstim was off. They turned it back on and the stim turning on/off and the lack of stimulation was reportedly resolved. It was also reported that the infection was not diagnosed. Patient has neurogenic bladder and cathing is a standard care for the patient. No further complications anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Patient wasn't able to synchronize with their patient programmer (pp). Patient went in for a check up today because they thought they had an infection and was cathing 2-3 times. When they ins was checked, stimulation was off. Patient thinks stimulation has been turning on and off by itself and hasn't been able to feel stimulation. During the check up, stimulation was turned on and programmed, but the doctor told them to get a replacement pp. During the call, the patient was able to see a lightening bolt, sync, and then said they don't need a replacement pp because it is working as intended. It was reviewed that if the patient feels like stimulation is turning on and off by itself, they should follow up with their healthcare provider (hcp). No further patient complications have been reported as a result of this event.